Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized the day after the date onset and was discharged the next day. The patient was treated with xone injection (1gm, route frequency and duration were not reported), vancomycin injection (1gm, route frequency and duration were not reported) and amikacin injection (500mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy ongoing. It was reported that the patient was re-trained for proper aseptic technique. No additional information is available.